Manufacturer narrative:
Device evaluated by MFR.: the device was returned with its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to procedures. Visual inspection: one rf probe was returned for analysis (electrode). No issues were observed with the insulation in the electrode. The tip of the electrode was bent (distal section). Functional inspection: a functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The reported complaint is confirmed.

Event description:
It was reported that tip damage occurred. During a radio frequency ablation (rfa) procedure, a leveen needle electrode was used. When the package was opened, the tip of the leveen needle electrode was damaged. The device was used in the patient after noting the tip damage and the procedure was completed.